Manufacturer narrative:
The customer was sent a replacement pump .  In follow up with the customer on 12/22/2016 , the customer stated that she had mastitis previously while using her pump in style.  She developed mastitis on (B)(6) 2016 and started taking the antibiotic dicloxacillin, her mastitis was resolved by (B)(6) 2016.  The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on 12/20/2016 that she was getting clogged ducts due to low suction with her pump in style pump, and she had previously had mastitis.